Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite low sorbing infusion set was damaged. The following information was received by the initial reporter with the following verbatim: the tubing completely broke right by the filter.

Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter tubing broke, and returned one sample of material 1001045, batch 24036183. The sample was examined and the complaint of separation was verified. Under examination by microscope, the insufficient solvent was found on the tubing to filter inlet connection. The manufacturing plant confirmed the root cause for the separation at filter to be related to the solvent application process. A quality notification was issued 24jun2024 to communicate and reinforce the correct solvent application to the personnel, and also to review the solvent dispenser. Device history record review for model 10010454 lot number 24036183 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.